Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for this complaint. However, due to previous complaints regarding this issue with this lot number, this complaint is confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
**********Linked to cc#12432b back on (B)(6) 2022 ************ a baby had 2 PICC lines in 3 days and both were leaking. The rn stated the issue was a crack in the plastic hub as well and taking out a stylet that was jagged and pulling at the line when she was trying to remove it. I believe the lot number is 11388769. Unfortunately, the staff did not save the packaging just the actually PICC line.

Event description:
Linked to cc#: (B)(4) back on (B)(6) 2022. A baby had 2 PICC lines in 3 days and both were leaking. The rn stated the issue was a crack in the plastic hub as well and taking out a stylet that was jagged and pulling at the line when she was trying to remove it.I believe the lot number is 11388769. Unfortunately, the staff did not save the packaging just the actually PICC line.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.